Event description:
There was a 4 x 2 centimeter area of eroded vaginal mesh on the proximal anterior vaginal wall. This was centered mostly at the midline.on further exploration, the eroded area contained both the sling itself and the perigee graft material. This was removed essentially in its entirety.